Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications. (B)(4).